Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) to breath delivery unit (bdu) cable to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator display generated error codes every five minutes. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.